Event description:
The customer stated that the insulin pump had a blank display and a constant tone. The reported blood glucose reading at the time of the call was 136 mg/dl. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.